Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine follow up in clinic. It was observed that the battery was trending down faster than expected in between pacemaker checks. On (B)(6) 2020 - battery estimate at 3.1 yrs, on (B)(6) 2019 battery estimated at 4.3yrs, on (B)(6) 2019 battery estimated at 5.6yrs, on (B)(6) 2018 battery estimated at 5.5 yrs, on (B)(6) 2018 battery estimated at 7.8 yrs, on (B)(6) 2017. Battery estimated at 7.8 yrs. An overestimation of battery longevity was suspected. The device had been implanted for eight years so no premature battery depletion was suspected. The healthcare provider planned to continue with device monitoring for six months and reassessments every three months after until the battery reached the normal elective replacement indicator. The patient was stable.